Event description:
It was reported that the patient presented in-clinic for a generator change procedure. Upon interrogation prior to procedure, it was noted that the left-ventricular (lv) lead exhibited high capture threshold. As a resolution the lv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.

Event description:
It was reported that the patient presented in-clinic for a generator change procedure. Upon interrogation prior to procedure, it was noted that the left-ventricular (lv) lead exhibited high capture threshold. As a resolution the lv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.